Event description:
It was reported by the affiliate that the (1) tct75 was used during a gastrectomy procedure. It was reported that the instrument locked out. The case was completed with another instrument. There was no pt consequence.